Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report high and low blood glucose levels. Customer reported that her blood glucose levels are now in the 200's instead of the 400's mg/dl. However, she has had a few lows recently in which she has dropped to 47 and in the 50's mg/dl. Nothing further reported.